Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis, manifested by abdominal pain, coincident with peritoneal dialysis therapy. The breach in aseptic technique was described as not turning off the air conditioner during therapy, not using a mask, not washing their hands properly, and not following aseptic technique. The patient was not hospitalized for this event. Treatment for this event was vancomycin (intraperitoneally, dose, frequency and duration not reported). At the time of the report, the antibiotic therapy had been completed. The patient has been retrained on proper aseptic technique. Action taken with therapy was not reported. The patient outcome from this event was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.